Event description:
As reported by the user facility: epidural catheter placed, when removing catheter, the tip reported in pt. No untoward effect w/ patient. Additional information provided by the facility, indicated the patient was discharged with no adverse sequela associated with the event. The catheter tip remained in patient.

Manufacturer narrative:
The actual sample in the incident was returned to the manufacturer for evaluation. One used catheter was returned. The catheter length measured approximately 990mm. The catheter tip had been fractured and was not returned. The fracture area was angular in appearance, indicating that the fracture most likely occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states. " do not withdraw catheter through the needle, because of the possible danger of shearing". All available information has been forwarded to the manufacturer for evaluation.